Event description:
Ifosfamide came from pharmacy primed on alaris short set. Nurse [redacted] set line up in module a, connected to module b line at the 10ml port. After set up, line was double checked by preceptor (self) and 2nd rn [redacted]. After start of infusion, rn stayed with patient noticed moisture along the line. Infusion was paused and line examined. It was unclear where moisture was coming from. Line was dried with paper towel, and short set was reloaded. All connections were checked and tightened. Upon restart of infusion, rn was able to observe leaking from texium, which was bonded to the ifosfamide short set. The leaking appeared to be coming from the middle joint, where the white portion meets the green portion of the device. At that point, the infusion was stopped. Charge nurse was notified and came to bedside. A chemo spill kit was used to clean small amount of spilled of chemo from base of IV pole and floor, approximately 5-10ml. [Redacted] notified chemo pharmacist. Rn notified fellow dr, who notified attending dr. Stop time and volume infused were documented in chart. Team calculated remaining dose and ordered new infusion, which was given at 1217 on all new lines. No further issues noted. Faulty bag and line returned to chemo pharmacy for examination.